Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device failed testing.

Manufacturer narrative:
(B)(6)..

Manufacturer narrative:
Based on the results of the analysis provided by customer, the cause of the reported problem was that the patient lead of the ECG cable was not disconnected during the equipment self-check. The issue was resolved by re-doing the self-test after disconnecting the ECG cable and the patient lead, the product is back in service.